Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure device on the right") and genital haemorrhage ("persistent bleeding") in a 37-year-old female patient who had essure (batch no. 628430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included multigravida (four live births on ((B)(6) 1998,(B)(6) 1999, (B)(6) 2005 and (B)(6) 2009)), painful intercourse, parity 4 ((B)(6) 1998,(B)(6) 1999,(B)(6) 2005 and (B)(6) 2009). All svds), asthma, arthritis, heart murmur, headache, pancreatitis, gallstones, breast reduction in 2004, gastric bypass on (B)(6) 2013, cholecystectomy, upper gastrointestinal tract endoscopy (procedure) on (B)(6) 2014, oral surgery on (B)(6) 2014, skin removal, abdominal operation on (B)(6) 2014, hematoma drainage on (B)(6) 2015, detachment of macular retinal pigment epithelium (fascial ((B)(6) 2016)) on (B)(6) 2016, wound closure (face, fascial ((B)(6) 2016)), nonsmoker, bariatric surgery, vitamin b1 deficiency and swelling face. Denied alcohol consumption. Previously administered products included for contraception: iud nos; for an unreported indication: birth control pill. Past adverse reactions to the above products included genital haemorrhage with iud nos. Concurrent conditions included uterine fibroids, iron deficiency anemia, hemorrhagic cyst, obesity, migraine since 1998, drug allergy, drug allergy (face swelling), panniculus, seizure, insomnia and fever. Family history included hypertension (mother, father, sister, paternal grandmother), asthma (brother) and diabetes (paternal grandmother). Concomitant products included anaesthetics (anesthesia), digoxin since 2015, propranolol since 2005 and zolpidem tartrate (ambien) since 2015. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2010, 7 months 12 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient experienced nausea ("nausea"), abdominal pain upper ("right side of stomach pain (very frequent, severe)") and weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with iron and surgery (to remove the essure total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, abdominal pain upper and weight increased outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal pain upper, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was not advised of any complications from your essure removal procedure. Insertion procedure: the usual maneuvers were used to deploy the device and 3 hanging coils were noted in the uterus post procedure. An attempt was then made to place the device in the right tube. With the first attempt the essure hysteroscopic coil was introduced into the tubal ostia up to the black line. The usual maneuvers were made to fire the coil. However, the coil did not deploy. A second attempt was made. Once again the tubal ostia could be cannulated. However, when the device deployed there were too many hanging coils and the device was removed with a grasper. A third and final attempt was made to cannulate the tulle. However, due to tubal spasm the device could not be deployed. All instruments were removed from the vagina and the patient was taken out of the dorsal lithotomy position. The patient tolerated the procedure well. Findings: both tubal ostial visualized. Left essure coil placed without difficulty with 3 trailing coils. Right tube attempted x3 with tubal spasm that prevented placement of coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 94.8 kg/sqm. Computerised tomogram - on an unknown date: confirmed uterine fibroids echocardiogram - in (B)(6) 2012: normal ultrasound scan vagina - on an unknown date: resolving hemorrhagic cyst on (B)(6) 2009,patient had used iud for prevent pregnancy.due to reason heavy bleeding and pain. (B)(6) 2009, hysteroscopy with tubal occlusion. (B)(6) -2009, procedure: diagnostic hysteroscopy with placement of left essure device. Attempted sterilization on the right with essure device that was unsuccessful. Findings: both tubal ostial visualized. Left essure coil placed without difficulty with 3 trailing coils. Right tube attempted x3 with tubal spasm that prevented placement of coil. The CT shows the 3 devices with one well away from the tubal ostia having possibly migrated into the uterine wall next to a myoma. Vaginal hysterectomy with salpingo oophorectomy: 8 weeks size uterus with essure devices in proper position in the interstitial portion of the fallopian tube bilaterally. Third device noted in right lateral broad ligament and removed in its entirety following total vaginal hysterectomy. (B)(6) 2016, surgical pathological report: gross description a. The specimen is received in formalin, labeled with the patient's name and hospital number with additional labeling as uterus, cervix, and bilateral fallopian tubes. It is given an accession number. It consists of a 127.4 gram uterus measuring 9.8 cm superior to inferior, 4.2 cm anterior to posterior, and 6.5 cm cornua to cornua. The surgical defect and anterior part of the uterus measures 6 cm in length. The cervix is 3.2 cm in length with an average diameter of 3.5 cm. The os is slit like and 2.1 cm. Detached, un oriented fallopian tubes are received with the specimen and metal coils are present in each cornua. The specimen is inked as follows: anterior = blue and posterior = black .a fibroid is appreciated in the uterus measuring 2.9 cm in greatest dimension. The endometrium is 0.3 cm and the myometrium is 2.5 cm. (B)(6) 2016, CT abdomen pelvis w contrast: impression: no fluid collections or other abnormality identified in the abdomen an pelvis to explain patient's symptoms status post hysterectomy and bilateral salpingectomy. Concerning injuries reported in this case the following one/ones were described in patient medical records: ¿device dislocation¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (batch no. 628430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included multigravida (four live births on ((B)(6) 1998, (B)(6) 1999, (B)(6) 2005 and (B)(6) 2009)), painful intercourse and parity 4 ((B)(6) 1998, (B)(6) 1999, (B)(6) 2005 and (B)(6) 2009).). Previously administered products included for contraception: iud nos. Past adverse reactions to the above products included genital haemorrhage with iud nos. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2010, 7 months 12 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient experienced nausea ("nausea"), abdominal pain upper ("right side of stomach pain (very frequent, severe)") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, abdominal pain upper and weight increased outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal pain upper, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was not advised of any complications from your essure removal procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 94.9 kg/sqm. On (B)(6) 2009 to (B)(6) 2009,patient had used iud for prevent pregnancy.due to reason heavy bleeding and pain. Most recent follow-up information incorporated above includes: on 15-feb-2018: pfs and mr received. Events added per pfs: abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), apareunia (inability to have sexual intercourse), nausea, right side of stomach pain (very frequent, severe) and she did not undergo confirmation test were added. Lot number added. Historical conditions, concurrent conditions added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure device on the right") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (batch no. 628430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included multigravida (four live births on ((B)(6))), painful intercourse, parity 4 ((B)(6)). All svds), asthma, arthritis, heart murmur, migraine, headache, pancreatitis, gallstones, breast reduction in 2004, gastric bypass on (B)(6) 2013, cholecystectomy, upper gastrointestinal tract endoscopy (procedure) on (B)(6) 2014, oral surgery on (B)(6) 2014, skin operation nos, abdominal operation nos on (B)(6) 2014, hematoma drainage on (B)(6) 2015, detachment of macular retinal pigment epithelium (fascial ((B)(6) 2016)) on (B)(6) 2016, wound closure (face, fascial ((B)(6) 2016)), nonsmoker, bariatric surgery, thiamine decreased and swelling face. Denied alcohol consumption. Previously administered products included for contraception: iud nos; for an unreported indication: birth control pill. Past adverse reactions to the above products included genital haemorrhage with iud nos. Concurrent conditions included uterine fibroids, iron deficiency anemia, hemorrhagic cyst, obesity, allergy, drug allergy (face swelling), panniculus, seizure, insomnia and fever. Family history included hypertension (mother, father, sister, paternal grandmother), asthma (brother) and diabetes (paternal grandmother). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2010, 7 months 12 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient experienced nausea ("nausea"), abdominal pain upper ("right side of stomach pain (very frequent, severe)") and weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with iron and surgery (to remove the essure total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, abdominal pain upper and weight increased outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal pain upper, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was not advised of any complications from your essure removal procedure. Insertion procedure: the usual maneuvers were used to deploy the device and 3 hanging coils were noted in the uterus post procedure. An attempt was then made to place the device in the right tube. With the first attempt the essure hysteroscopic coil was introduced into the tubal ostia up to the black line. The usual maneuvers were made to fire the coil. However, the coil did not deploy. A second attempt was made. Once again the tubal ostia could be cannulated. However, when the device deployed there were too many hanging coils and the device was removed with a grasper. A third and final attempt was made to cannulate the tulle. However, due to tubal spasm the device could not be deployed. All instruments were removed from the vagina and the patient was taken out of the dorsal lithotomy position. The patient tolerated the procedure well. Findings: both tubal ostial visualized. Left essure coil placed without difficulty with 3 trailing coils. Right tube attempted x3 with tubal spasm that prevented placement of coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 94.8 kg/sqm. Computerised tomogram - on an unknown date: confirmed uterine fibroids. Echocardiogram - in (B)(6) 2012: normal. Ultrasound scan vagina - on an unknown date: resolving hemorrhagic cyst on (B)(6) 2009, patient had used iud for prevent pregnancy. Due to reason heavy bleeding and pain. (B)(6) 2009, hysteroscopy with tubal occlusion. (B)(6) 2009, procedure: diagnostic hysteroscopy with placement of left essure device. Attempted sterilization on the right with essure device that was unsuccessful. Findings: both tubal ostial visualized. Left essure coil placed without difficulty with 3 trailing coils. Right tube attempted x3 with tubal spasm that prevented placement of coil. The CT shows the 3 devices with one well away from the tubal ostia having possibly migrated into the uterine wall next to a myoma. Vaginal hysterectomy with salpingo oophorectomy: 8 weeks size uterus with essure devices in proper position in the interstitial portion of the fallopian tube bilaterally. Third device noted in right lateral broad ligament and removed in its entirety following total vaginal hysterectomy. (B)(6) 2016, surgical pathological report: gross description: the specimen is received in formalin, labeled with the patient's name and hospital number with additional labeling as uterus, cervix, and bilateral fallopian tubes. It is given an accession number. It consists of a 127.4 gram uterus measuring 9.8 cm superior to inferior, 4.2 cm anterior to posterior, and 6.5 cm cornua to cornua. The surgical defect and anterior part of the uterus measures 6 cm in length. The cervix is 3.2 cm in length with an average diameter of 3.5 cm. The os is slit like and 2.1 cm. Detached, un oriented fallopian tubes are received with the specimen and metal coils are present in each cornua. The specimen is inked as follows: anterior = blue and posterior = black .a fibroid is appreciated in the uterus measuring 2.9 cm in greatest dimension. The endometrium is 0.3 cm and the myometrium is 2.5 cm. (B)(6) 2016, CT abdomen pelvis w contrast: impression: no fluid collections or other abnormality identified in the abdomen an pelvis to explain patient's symptoms status post hysterectomy and bilateral salpingectomy. Concerning injuries reported in this case the following one/ones were described in patient medical records: ¿device dislocation¿. Most recent follow-up information incorporated above includes: on 16-feb-2018: medical record received: event device dislocation added. Reporters details added. Aka names added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. On 15-feb-2018: pfs received: no new clinical information. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.